Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, a leak occurred from the catheter plug. The leaking catheter plug was treated by wrapping gauze around it. There were no purge-related alarms or increased purge fluid flow rate. There was no increase in motor current consumption and the pump was operating normally. The pump was successfully weaned and explanted, no report of patient harm or injury.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.